Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which failed to alarm for air in the tubing was not confirmed nor duplicated during product evaluation. During air in line testing, the device did alarm for air in line. Therefore, no assignable cause can be provided and no repair was necessary.

Event description:
The facility reported a flo-gard infusion pump which failed to alarm for air in the tubing. This condition was observed during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.